Event description:
A report was received that the patient was experiencing inadequate stimulation and also had pain at the pocket site. It was determined that several contacts of the patient¿s leads were out due to high impedances. The patient underwent a procedure wherein the leads, splitters and clik anchors were replaced and the ipg site was revised. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) the complaint has been confirmed. Impedance tests confirmed the complaint. High impedance readings were registered at contacts 2 and 11. External visual inspection of the lead found that the lead proximal end is fractured between contacts 10 and 11. X-ray inspection revealed broken cables located between contacts number 10 and 11. No cables are exposed at the fracture site. The DHR review found no anomalies when the lead was manufactured. The root cause of the lead damage could not be determined. Sc-2316-50 (sn (B)(4)) the complaint has been confirmed. Visual inspection revealed that the lead was fractured approximately 46 cm from the distal end, close to the retention sleeve of the proximal end. The proximal portion of the lead was inside the associated splitter connector. It appears that excessive tensile force was applied on the lead and it resulted in the damage. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter passed visual, electrical, performance, photographic imaging and mechanical tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device. Sc-3400-30 (sn (B)(4)) the complaint was confirmed. Visual and x-ray inspection found that contact # 1-16 of the fractured associated infinion lead is in the splitter connector. Electrical testing couldn't be performed due to the stuck proximal portion of the associated infinion lead inside the splitter connector. Review of the device history record revealed no anomalies when the lead was manufactured. Sc-4316 (ln 17062787) device evaluation indicated that the clik anchor passed visual test performed. The clik anchors are intact and no parts of it are missing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and also had pain at the pocket site. It was determined that several contacts of the patient's leads were out due to high impedances. The patient underwent a procedure wherein the leads, splitters and clik anchors were replaced and the ipg site was revised. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.